Event description:
It was reported that a small volume infusor leaked inside the antiblastic transport bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update b17 to b01, c20 to c13, d15 to d11), h11. H11: the device was received for evaluation with a connector (non-baxter product) attached to the device's luer. Visual inspection was performed which observed fluid inside the bag that contained the sample which suggested a leak has occurred. Further inspection revealed a leak was coming out at the distal end of the connector. No evidence of leak was observed coming from any parts of baxter's infusor device. The connector is a cstd (closed system transfer device), and its function is to prevent exposure to fluid, therefore it is not supposed to leak. The cstd is designed to allow fluid to flow when it is connected to a compatible female y-site; that connection opens the internal fluid path of the cstd. A functional leak test was performed by filling the bladder with green color fluid and observed a leak at the distal end of the connector (cstd). A leak was not observed from any parts of the infusor device when tested with the infusor's blue winged luer cap. The reported condition was verified. The cause of the condition is related to the use of the cstd. The baxter device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the device contained fluorouracil. H4: the lot was manufactured may 28-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.